Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned and a 27mm watchman closure device and delivery system (wds) was inserted. The wds was deployed, however positioning was not adequate, and the closure device was fully recaptured. While fully recapturing, the anchor of the closure device scraped against the marker-band of the delivery system, causing damage. The device was removed and exchanged for another to complete the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman delivery system with the implant in the sheath and blood in the device. The implant, sheath, hub, core wire, and tip were microscopically and visually examined. Inspection revealed numerous kinks in the sheath. The tip was damaged as the tri-cuts were flared, the distal marker band was kinked, and there were abrasions on the inside of the sheath at the tip. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. Product analysis confirmed the reported event.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned and a 27mm watchman closure device and delivery system (wds) was inserted. The wds was deployed, however positioning was not adequate, and the closure device was fully recaptured. While fully recapturing, the anchor of the closure device scraped against the marker-band of the delivery system, causing damage. The device was removed and exchanged for another to complete the procedure.